Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
A fractured instrument was received via the worn instrument return program. No adverse events have been reported as a result of the malfunction.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Review of instrument show it exhibits signs of repeated use (nicked or gouged) and the post feature has fractured off. Device history record was reviewed and no discrepancies were found. Investigation results concluded that the reported event was due to a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that during a knee procedure the instrument fractured while trailing. No adverse events have been reported as a result of the malfunction.